Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was receiving lior esal at a concentration of 2000 mcg/ml with a daily dose of 400 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient had a 3 month history of a lack of effect with intrathecal baclofen. The patient experienced increased spasticity. There was no withdrawal noted. When asked about any environmental/external/patient factors that may have led or contributed to the issue, the patient stated they were very active caring for three children and did lifting, bending, etc. All day long. A programmed bolus had no effect and a catheter access port (cap) dye study showed that dye was only in the pump pocket. The patient underwent a partial catheter explant procedure on (B)(6) 2017. The catheter segment was not returned to the manufacturer because the customer discarded it. In the operating room (or) a disconnect was noted at the collet to the spinal catheter in the pump pocket. No cerebrospinal fluid (csf) return was noted. When the catheter was further examined in the spinal area and was cut; there was positive csf flow. A new model 8781 ascenda catheter was used to connect to the spinal catheter and to connect to the ¿pump in the front.¿ a new pump was placed with ¿500 mcg/ml and the dose was lowered from 400 mcg/day to 100 mcg/day.¿ the issue was resolved at the time of the report and the patient¿s status was stated as ¿alive ¿ no injury.¿ the patient¿s medical history included traumatic brain injury and left hemiparesis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative received on 2017-jun-27 reported there was no intent to return the explanted catheter and the information was provided from a healthcare professional. No further complications were anticipated/reported.

Manufacturer narrative:
Other applicable components are: product type catheter product ID (B)(4) lot# serial# unknown implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
The patient was presented on this report date again with loss of intrathecal effects, no withdrawal, patient had swelling at back and a possible catheter leak was reported. The patient was headed to the operating room for new catheter placement. In the operating room, cerebrospinal fluid collection was noted in the spinal area and pump pocket area. The old catheter was removed and a new catheter was placed. The company representative was awaiting word on patient¿s condition. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.